Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during implant procedure this electrode exhibited low shock impedances. No out-of-range measurements were noted. After the commanded shock normal measurements were found. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this electrode was explanted due to infection. No additional adverse patient effects were reported.

Event description:
It was reported that, during implant procedure this electrode exhibited low shock impedances. No out-of-range measurements were noted. After the commanded shock normal measurements were found. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this electrode was explanted due to infection. No additional adverse patient effects were reported.